Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to  the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they woke up in the morning with a high blood glucose level around 400 mg/dl and they noticed the insulin pump had a blank display. They had changed the battery but the display was still dead. Troubleshooting was performed but the display did not return. They declined troubleshooting for the high blood glucose. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm or any alarm due to blank display. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.